Manufacturer narrative:
No rewind anomaly was noted. No motor error alarm or excessive no delivery alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error. The blood glucose reading was 27.5 mmol/l. The caller also reported that the insulin pump alarmed no delivery despite the infusion sets having been changed several times. No significant events leading to the alarms were observed. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.